Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(4)) was returned for evaluation following the reported event of a controller exchange due to power cable disconnect alarms. The heartmate 3 system controller was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2022, (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 were recorded during testing at abbott. Intermittent atypical power cable disconnects coincident with rsoc invalid faults on both power cables were active on (B)(6) 2022 from 15:10:22 ¿ 15:20:22. These alarms cleared shortly after activating and occurred on battery power. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2022 at 15:20:22 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was functionally tested and passed all testing. The controller operated the pump without any alarms or issues activating. The reported event of power cable disconnects was isolated to the returned 14 volt battery clips. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell in the water. Log files showed that the patient was on (B)(4) at the time of her fall into the water. Log file review for (B)(4) captured power cable disconnects, low power hazards, and low power advisory alarms throughout the log from (B)(6) 2022 15:10 - 15:20. The driveline was disconnected from the controller at 15:20. The patient switched to (B)(4) which was her backup controller. On (B)(6) 2022 the patient presented to the clinic and driveline power fault alarms were noted upon arrival. The alarm was cleared and immediately returned. Rescue tape was noted along the entire length of the modular cable. Labs and echocardiogram were obtained. Log file review for (B)(4) showed that upon connection to the driveline on (B)(6) 2022 at 14:33 the log immediately captured driveline power fault with f5, power b open fault and f3 power b fuse open fault ocp-b, overcurrent on b fuse. The modular cable and system controller ((B)(4)) were exchanged in clinic and the driveline power fault alarms resolved. The patient was given two new system controllers, a new modular cable, new battery clips, and four current batteries may also be replaced out of precaution (the patient did not recall which batteries she was on at the time of the fall into the water). The patient was asymptomatic and doing well. Related MFR #s: 2916596-2022-12837, 2916596-2022-12923.